Event description:
It was reported that the sensors gave inaccurate readings and did not calibrate properly. The blood glucose reading was 2.3 mmol/l. The customer treated with soda and the blood glucose reading was brought up to 6 mmol/l. It was reported that the sensor reading was high when the blood glucose was low. The customer did not want to troubleshoot and was sent replacement sensors.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.